Event description:
Patient implant of a bifurcated device and two proximal cuffs at a case in 2006 (physician's 1st case). It was noted that the proximal cuff was placed about 10mm too low. However, no endoleak was noticed. At 30-days post implant, the physician noted that there might be a slight type I and decided to monitor it . Patient had a follow up angiogram where the physician noted a large type I endoleak. A secondary procedure to resolve the endoleak with another proximal cuff will be scheduled.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Conclusion - operational context contributed to the event. The device was discarded.